Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer refrigerator lcd display was nonfunctional. The display remained black and did not show any information. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer worked with the customer over the phone and confirmed that the issue had already been resolved, dialed in remotely to verify system operation and confirmed normal functionality, contacted the customer, and confirmed the resolution was achieved after a reboot. The system functioned as intended after the customer resolved the issue.